Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had uncomfortable overstimulation. The changes in therapy were related to positional movement. When adaptive stimulation was turned on the patient would lean forward and feel an intense jolt at their therapy site. The patient had gotten their transition zones adjusted previously but the issue was still happening. With adaptive stimulation off the patient did not feel the jolt even when they leaned forward. The patient was seen by a manufacturer representative on the day of the report and adaptive stimulation was adjusted.

Event description:
It was reported that for the past month the patient had been getting frequent surges on both legs and arms and all over their body. The minority of times it is happening when the patient was bending over. Impedances were within normal range, 2000 - 3200 ohms. The patient was unable to reproduce the event in the clinic. Other than the surges the patient was getting good therapy relief and was happy with the stimulator. It was recommended to get x-rays of the implantable neurostimulator (ins) extension area and the lead and extension area.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: 2014-01-23 explanted: product type lead; product ID 97754 , serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).